Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump buttons were not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer reported that insulin pump alarmed battery out limit. Troubleshooting was performed. Customer removed the battery, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery, the insulin pump turned on, but the buttons were not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professionals instructions until replacement arrives. The insulin pump will be returned for analysis.